Event description:
I have been using renu moistureloc for several months and experienced a floater in my vision. The floater is fairly large and brownish/black in color and appears as a large stringlike blur in my vision. This floater moves wherever my eye moves; so it is unlike a typical floater that freely moves throughout my field of vision. At my age it was a little odd to experience a floater. I went to an ophthalmologist for a check up in january, but this was before any reports of blindness from renu were reported. While I used the renu solution I experienced increased amounts of eye corrosion in the inner corner of my eye. As soon as I discontinued using the renu solution, the eye gunk stopped accumultaing. Does the fungal infection cause a patch of blindness? Does this fungal infection cause floater like blindness? If so I have been affected by the renu solution.